Event description:
On (B)(6) 2011 during this procedure it was noted the device had a loose pin. It was reconnected and procedure was performed successfully. This took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).